Event description:
It was reported that a spectrum iq pump displayed an upstream occlusion error despite no occlusion being present and indicated max air with no visible air detected during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow lines for ultrasonic sensor upstream occlusion testing and ultrasonic sensor upstream air testing and both of which passed. A review of the event history log revealed upstream occlusion and max air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration out specification. The ultrasonic sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.